Manufacturer narrative:
Screw breakage resulted in the removal, revision, and replacement of the plate which is a concomitant device to the malfunctioned screw. The complaint is therefore not reportable.

Event description:
It was reported that two screws broke. Though no additional information has been obtained after several attempts, it is assumed that the malfunction may have occurred in the patient and post-operatively.

Manufacturer narrative:
The incident is associated with the device reported in MFR report # 1526439-2013-36257.